Event description:
It was reported that there was separation of the connector from the body of the needle. The physician had to drill the bone of the patient wider in order to remove the needle.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device, ostycut bone biopsy needle, currently distributed in the u.s. As no sample was available and based on the information available, the reported detachment of the connector from the body needle could not be confirmed. As reported by the customer, the physician had to drill the bone wider to retract the needle. The review of the manufacturing records revealed that this product was found to have met all specifications prior to shipment. The result of the investigation is inconclusive.